Event description:
Albuterol sulfate 2.5mg/0.5ml nebulizer soln 2.5m g. Was given to my mom, "xxxxxx" too close in time. At 0456 (B)(6) 2022 "xxxxxx" md, ordered albuterol sulfate 2.5mg/0.5 ml nebulizer sol 2.5mg and ipratropium bromide 0.02% soln 0.5mg. At this time there were new orders for nebulizer medications albuterol & atrovent written for qid and the medications were to start then. The first dosage was given by "xxxxxx" rrt at 0553 (B)(6) 2022, and then at 0720 another nebulizer treatment was given by "xxxxxx" rrt. These treatments were ordered on a qid schedule (4 times a day) for 0700 1100 1500 and 1900 schedule. Due to the 0553 (B)(6) 2023 first dosage; then the next should have been staggered to bring the nebulizer treatment closer to the 1100 time. The 0720 (B)(6) 2022 treatment is considered a medication error. On (B)(6) 2022 at 0845 mrs. "Xxxxxx" was changed from a nasal cannula to an oxy mask with 6 liters/minute oxygen saturation of 74% and at 0846 liters/minutes with sats of 94%. Then at 1051 it is noted oxy mask flow was decreased from 3 liters/minute to room air, without frequent monitoring of oxygen saturation. At this time a nebulizer treatment was also being given. The family states, that mrs. "Xxxxxx" turned blue and became unresponsive at this time and never regained consciousness. Per standard of care, oxygen should be decreased by 0.5 liters/minute at a time, and saturation monitored to assess tolerance of lower administered oxygen. Gradual weaning is the best practice and a safer way of decreasing oxygen dependence. Therefore, the nebulizer treatment given on oxygen therapy would have been the best course of action while monitoring oxygen saturation. This is another medical error that occurred in mrs. "Xxxxxx 's care." Findings and evidence: difference in xxxxx's status day 1 vs day 2. On day 1, (B)(6) 2022, xxxxx was doing well. Her flow chart shows she was mostly on oxygen levels 1 and 2l. Her average spo2 was 94%. She was alert and coherent. "Xxxxx's" oxygen level was kept too high while she was sleeping. On day 2, (B)(6) 2023, the spo2 was kept well above the accepted and prescribed 88 to 92% for 4+ hours as documented in the flowcharts. They put her on high oxygen between 3l to 6l. Her spo2 during the time from 3:53am to 7:25am ranged from 95% to 100% (she was lethargic - confused and/or disoriented). At 7:15am, "xxxxx's" oxygen saturation level was still high at 100% with 3l of oxygen. The rt, "xxxxx" who started his shift at 7 am decided to give her another duoneb treatment at 7:49am (the time he started the duoneb treatment was at 7:30am; 7:49am was the time he recorded the treatment). At 8:45am, her spo2 level dropped to 74%; then from 8:49am to 10:30am, the oxygen level delivered was recorded at 6l to 3l and her spo2 ranged from 94% to 98% (she was lethargic - confused and/or disoriented). At 9:20 am to 10:30am, her spo2 was still high at 98% and she was getting 3l of oxygen. Rt, "xxxxx" started administering duoneb at around 10:30am (on flowchart he recorded it at 11:09am after the end of the nebulizer treatment); my mom crashed during the treatment and at 11:00am, her spo2 was recorded at 82% (she was unconscious even after they tried to wake her up by turning up the oxygen). Nebulizer treatments were given too close together, which may be too much medicine for the patient who was only 70 pounds. On (B)(6) 2022, the first nebulizer was given at 5:56 am by rt "xxxxx." The rn on duty was "xxxxx." The rt, "xxxxx" who started his shift at 7am decided to give her another duoneb treatment at 7:49am (the time he started the duoneb treatment was at 7:30am; 7:49am was the time he recorded the treatment). He probably didn't know the last one was given by the previous rt at 5:56am. That had a negative effect on "xxxxx's" spo2 status; her o en saturation went from 100% at 1.5l of oxygen at 7:25am to 74% at 8:45am. Then from 8:49am to 10:30am, the oxygen level delivered was recorded at 6l to 3l and her spo2 ranged from 94% to 98% (she was lethargic - confused and/or disoriented). At 7:49 am. Duoneb treatments exceeded the qid recommended. Please also examine the number of duoneb treatments over a 24 hour period as I believe it exceeded qid. Too much nebulizer treatments can cause paradoxical bronchospasm. I see nebulizer treatments recorded in my mom's medical record on (B)(6) 2022 at 12:47 and 12:55pm in the ER and then on the floor at 16:50, 17:16, and on the next day at 05:56, 07:49, 11:09, 16:31 and 16:41. The last 2 nebulizers were not given to my mom as she was already unconscious. Not counting the last 2 nebulizers makes a total of 7 nebulizer treatments seems excessive to my mom who has a heart condition - and certainly more than the qid that was documented in the chart. Nebulizer treatment given to patient with respiratory distress without oxygen cannula. The nebulizer treatment documented at 1109 on (B)(6) 2022 was given with medical air and not oxygen. The patient turned blue and lost consciousness during the treatment and never regained consciousness. Patient status changed during treatment. Flawed medical notes and/or omission in notes. Documentation of vitals during the overnight hours is missing or incomplete from 12:38 am to 3:32 am. There is no documentation of the significant change in patient's status on (B)(6) 2022 during the 11:09am time nebulizer treatment. Two additional nebulizers (1631 and 1641) documented in the flowcharts on (B)(6) 2022 were not actually administered as the patient remained unconscious. A telemetry report is ordered on the charts, but when I requested for the telemetry continuous oximetry report for my mom, the medical office told me they do not have that report. Rt, "xxxxx" not being attentive when administering nebulizer to copd patient with respiratory distress. The respiratory therapist who administer the duoneb was not watching her and failed to see she crashed and turned blue because he stepped behind the curtain (he told "xxxxx" that my mom requested he step aside to give her privacy is not true. Both my daughter and I were there and my mom was on a mask and already very lethargic due to the high spo2 and the neb treatment.) My daughter was the first one who saw that the nebulizer was done and called it out. She said, "the nebulizer is done and she's turning blue!" My daughter was the one who switched the neb mask to the oxygen mask. The nurses turned up the oxygen full blast but they couldn't revive her. No one called "code blue". They then disconnected her from the vitals machine and stopped the oxygen, but I insisted to leave it on and I can see she still has heart beat and oxygen level at 82%. Both of us were shocked and stood by her bed hoping for a miracle. She never woke up and died about 6 hours later. (B)(6).